Event description:
See initial report.

Manufacturer narrative:
Livanova received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimera. The laboratory report confirming the reported contamination has been provided to livanova. There is no patient involvement. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Through follow-up communication under previous similar events from the same hospital, livanova learned that the device was cleaned regularly per the IFU, placed inside of the operation theater during use, with the fan away from the patient at an estimated distance from the surgery field of 2 meters. The device will undergo deep disinfection to solve the reported contamination issue. The root cause of the reported contamination could not be established.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Correction/removal number: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(4), italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t resulted positive to mnt chimaera to report october 2022. Deep dsisinfection is planned. There is no patient involvement.